Manufacturer narrative:
E1: initial healthcare facility name: (B)(6).

Event description:
It was reorted that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the second inflation, which was performed at the nominal pressure for 10 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.